Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During pre-surgery checks, a burr status check was performed and the values (rpm's) were low, around 60,000-70,000. It was still a passing status check, so we proceeded after confirming the numbers with customer service. When we began to burr, the anspach completely shut off. We "reset cutter" multiple times, unplugged and plugged in multiple times and still nothing. We then switched over to the foot pedal instead of using the handpiece and had power immediately. After we lost power from the handpiece and received power through the foot pedal, we inspected to notice a missing o-ring within the handpiece. It is one of the oldest handpieces in circulation on top of the missing o-ring which most likely didn't allow the magnet to activate the motor in the correct location. Pka case delayed for 15 minutes. There was no issue with the anspach. The issue with the end effector was noticed through the anspach not working. After we switched over to the foot pedal the anspach worked just fine which pointed towards the end effector being the root cause.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector would not consistently activate an anspach motor during a case causing a delay of 15mins to troubleshoot and ultimately use the foot pedal activation to continue with the case. The o-ring of the device was also reported missing. Device evaluation and results: visual inspection showed normal wear and tear to the body of the device. The o-ring was also missing as reported. Functional inspection showed that the device activated the anspach motor with no issue to 80,000rpm. Device history review: device history records indicate 23 devices were accepted into final stock with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 111770, l/n 26030412 show two (2) other complaint related to the alleged failure in this investigation. The pr# are (B)(4). Conclusion: the failure of the o-ring missing was confirmed but the activation failure could not be duplicated. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During pre-surgery checks, a burr status check was performed and the values (rpm's) were low, around 60,000-70,000. It was still a passing status check, so we proceded after confirming the numbers with customer service. When we began to burr, the anspach completely shut off. We "reset cutter" mulitple times, upplugged and plugged in multiple times and still nothing. We then switched over to the foot pedal instead of using the handpiece and had power immediately. After we lost power from the handpiece and received power through the foot pedal, we inspected to notice a missing o-ring within the handpiece. It is one of the oldest handpieces in circulation on top of the missing o-ring which most likely didn't allow the magnet to activate the motor in the correct location. Pka case delayed for 15 minutes. There was no issue with the anspach. The issue with the end effector was noticed through the anspach not working. After we switched over to the foot pedal the anspach worked just fine which pointed towards the end effector being the root cause.